Event description:
Customer is reporting finish is coming off.

Manufacturer narrative:
The affected devices were returned for investigation. Initial findings indicate inadequate plating adhesion in certain lots. A corrective and preventive action (CAPA) has been initiated to further evaluate the root cause and to implement corrective actions.